Event description:
It was observed that during the device inspection, the gastronintestinal videoscope exhibited foreign material clogged inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The reported complaint event was investigated. A definitive root cause was unable to be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. The foreign material was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. Should additional relevant information become available, a supplemental report will be submitted.